Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there is a crack on the screen of the insulin pump. Initial blood glucose is 162 mg/dl. Customer is unsure of how the damage occurred; may have been dropped. Customer also reported that was unable to deliver insulin. Customer has the black filled in circle on screen and a battery out limit alert and failed battery test present on insulin pump. Blood glucose is up to 210 mg/dl. Customer stated that the contacts on the battery cap are not missing or damaged. The battery compartment and spring have no damage or corrosion. Customer advised to clean the battery cap and reinsert the battery; no failed battery test alarm received. Customer states the device alarmed battery out limit after battery change. Customer assisted on reprogramming time, date and fixed prime. Customer states the batteries were out of pump greater than duration allowed by the pump. Customer was able to deliver his bolus. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm or battery out limit was noted. The insulin pump was received with a cracked display window corner, broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. No crack was noted on the display.